Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an, "apply sample" message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer advocate. The "apply sample" message began approx. Three days prior. The pt indicated that after the reported issue began, she had both "high and low sugar symptoms." The pt reportedly ate when she felt "low" and continued to take the same insulin dosage (15 units of unspecified insulin) without knowing her blood glucose readings. The pt did not receive any medical treatment as a result of the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, what the specific low and high sugar symptoms were, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the pt was testing with the correct technique for sample application and the test sample was drawn into the test area on the subject strip. However, the "apply sample" issue was not resolved with training. This complaint is being reported because the pt claimed that she had "low and high sugar symptoms" after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.